Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in a procedure performed on an unknown date. According to the complainant, the balloon popped. No patient complications have been reported as a result of the event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on august 27, 2020: the anatomy location was the esophagus, and the procedure was an esophagogastroduodenoscopy (egd) with dilation performed on (B)(6)2020. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block b3 (date of event), block b5 (describe event), block d8 (sud reprocessed/reused, block h6 (patient code) and block h8 (usage of device). Block h6: problem code 1074 captures the reportable issue of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in a procedure performed on an unknown date. According to the complainant, the balloon popped. No patient complications have been reported as a result of the event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.